Manufacturer narrative:
Batch review performed on 23-12-2024. Lot 163096: (B)(4) items manufactured and released on 25-08-2016. Expiration date: 2021-08-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a revision surgery was performed approximately 8 years after the primary implantation of a tha due to stem loosening. The available x-ray images reveal radiolucent lines around the proximal stem, cortical bone thickening around the distal stem and rerefaction in the trochanteric regin. Aseptic loosening is a well-documented adverse event in the literature following primary cementless hip arthroplasties, and its causes are often unclear. In this case, the specific reason for the failure cannot be determined. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 years from primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components and the medacta liner with a medacta liner. The surgery was completed successfully.